Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod and the threaded inserter for the curved handle broke during impaction. Likely from normal wear and tear. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.